Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2016-dec-09. It was reported that the pump had no problems until the end of its life when it turned off three times in summer of 2014.

Event description:
It was reported that in the past month and a half the pump had turned itself off and back on again for no apparent reason; pump failure. The patient¿s pump reportedly was for the delivery of intrathecal baclofen. It was further provided that the pump had turned itself off three times in the last three months. One and half weeks prior to the date of this report and again one and a half weeks prior to that alarm the critical alarm started sounding and quit; two incidences. After each of these times the patient rushed down and was seen by the neurologist to check the pump. The physician confirmed the pump restarted. On ¿monday¿ it had occurred yet again, the third time, but the patient called the physician and told him that he was not going to rush in to have his pump checked because he knew to watch for symptoms trouble walking and legs shaking uncontrollably. However, the patient stated his legs were not shaking and he has not felt any different but if he felt any different he would go back to the physician. The patient did not hear the pump beep to turn itself back on as he has heard in the past (see manufacturer report #3004209178-2014-09533) the patient¿s pump had been refilled ¿last friday.¿ the pump had changed the patient¿s life as two weeks after the implant he stopped walking with a cane. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).